Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent an unspecified procedure in which the zenith alpha thoracic endovascular graft proximal components, g35339, was used. Mecidal staff used a zta-p-38-167-w lot e4549232 in a patient with tortuous anatomy. Medical staff had already placed two other zta grafts, this being the third. Device would not take the turn. Medical staff removed from the body and placed a larger sheath for support to put the device through. When inspecting the system the technician noted something was wrong and that a barb had pierced the sheath. The graft was not put into the patient and another device was used. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a zta-p-38-167-w was used in a patient with tortuous anatomy. Two other zta grafts had already been placed, a zta-p-38-167-w (complaint device) was the third device which should be implanted. Dilator tip could not take the third turn in the anatomy as it was hung up in the turn of descending thoracic aorta in prior placed graft. Tortuosity in patient anatomy in the area of advancement difficulty was approx. 90 degrees. The device was removed from the body and placed a larger sheath for support to put the device through. When inspecting the device, it was noted that a barb had pierced the sheath. The graft was replaced with another device (gore). The diameter of access vessel was reported as 8.5mm the complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. A part of the device returned for evaluation. The device evaluation determined the following: zta-p-38-167-w returned without shipping stylet. The device evaluation found a divergent a-dim (distance between tip of the sheath and dilator tip) and a minor indentation on the tip of the sheath. A divergent a-dim and this indentation have likely occurred due to resistance during introduction of the device. Furthermore, the device evaluation found 1 barb protruded the sheath, which indicates that the sheath was retracted and partly advanced in the direction of the dilator tip during use of the device. Per IFU (instructions for use) ¿care should be taken not to advance the sheath while the stent graft is still within it. Advancing the sheath at this stage may cause the barbs to perforate the introducer sheath¿. The dilator tip was found to be slightly bent. This may have occurred due to the device being caught in the previously implanted stent graft or due to shipping. The outer diameter of the sheath was measured within specification. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that the user did not follow the instructions for use and/or label. The patient anatomy in the area of the inability to advance the device was described with strong tortuosity of 90 degrees. According to the instruction for use ¿no localized angulation should be larger than 45 degrees.¿ the device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. It is likely that strong tortuosity of 90 degrees contributed to the inability to advance the device. A barb has perforated the sheath as the sheath has been pulled backwards and then has been pushed forward. The IFU states that care should be taken not to advance the sheath while the stent graft is still within it as advancing the sheath at this stage may cause the barbs to perforate the introducer sheath. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.